Event description:
Customer reported that the insulin pump was squirting out insulin during the manual prime and that it alarmed for a loose drive support cap. The blood glucose reading was 130 mg/dl. She stated that the insulin pump had not been dropped or bumped and that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prim during prime test at 4.0 lbs due to faulty force sensor. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked lcd window.